Manufacturer narrative:
The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. Additional information will be provided once the investigation has been completed.

Event description:
It was reported that unintended material was in the joint. All pieces were removed and the procedure was completed successfully.

Manufacturer narrative:
Alleged failure: the black color of the memory part on the air sheath was peeled and floated in the lesion. Peeled color collected during surgery and are not remain in the body. The failure(s) identified in the investigation is consistent with the complaint record. The probable root causes could be: manufacturing issue or excessive force applied on device. The product was returned for investigation and the failure mode will be monitored for future reoccurrence. The device manufacturer date is not known.

Event description:
It was reported that unintended material was in the joint. All pieces were removed and the procedure was completed successfully.